Event description:
As reported by the user facility: as reported by the user facility: norephinephrine alarmed and rn unable to clear following prompts. Pt resuscitated via ECMO circuit with volume while back up pump was swapped into place. Patient map fell into the 40's.